Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor would not communicate with the application or transmit to the website. No intervention was performed. The patient experienced no adverse consequences.